Event description:
It was reported that occlusion alarms occurred intermediately. Reportedly, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. Customer¿s blood glucose (bg) level was 250 mg/dl to "high" on cgm. Reportedly, the customer addressed their bg with a correction bolus via the pump. Customer changed cartridges and infusion sets to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide "use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences." Device not returned.